Manufacturer narrative:
Age at time of event: 18 years or older (B)(4). The complaint device was not returned for analysis. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained utilizing an ipsilateral approach. The 100% target lesion was located in the moderately tortuous and severely calcified below the knee vessel. After a guide wire crossed the lesion, a 1.5mm x 20mm x 143cm coyote¿ es balloon catheter was advanced for dilation. However, during inflation, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a 1.0mm non-bsc balloon catheter. There were no patient complications nor injury reported.

Manufacturer narrative:
Device evaluated by MFR: the returned product consisted of a coyote es balloon catheter. The balloon was loosely folded with blood in the inflation lumen and balloon. There is tip damage. Microscopic examination revealed the balloon has a pinhole at the markerband. There are numerous hypotube and shaft kinks. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained utilizing an ipsilateral approach. The 100% target lesion was located in the moderately tortuous and severely calcified below the knee vessel. After a guide wire crossed the lesion, a 1.5mm x 20mm x 143cm coyote¿ es balloon catheter was advanced for dilation. However, during inflation, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a 1.0mm non-bsc balloon catheter. There were no patient complications nor injury reported.